Manufacturer narrative:
Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/haloes. The lens was explanted, and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event was reported as unknown. Claim: (B)(4).

Manufacturer narrative:
Significant glare and/or halos and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/haloes. The lens was explanted, and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.